Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the tubing had been found broken approximately 6 inches below the connection closest to the port, and chemotherapy had been observed leaking from the site. The pump had been powered off, and the clamp nearest the port had been closed. Chemotherapy spill instructions had been reviewed, and the patient had been advised to call the physician clinic immediately per sfi. It had been reported by the chemotherapy nurse that the leak was located a couple of inches away from where the tubing had been attached to the pump. There was no injury. The medication had been 5-fu. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.